Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign body in nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6, h3. Corrected fields: h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the presumable and definitive root cause of the event could not be identified. The following is included in the instructions for use (IFU): inspection method is described in the operation manual gif-1200n chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif-1200n chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.